Manufacturer narrative:
We made a check of both the sterilization charts and the manufacturing charts of the lima products involved: delta-rev.-tt acet. Cup ø54mm code 5533.38.054 lot# 1701315. Mobile liner øint 28 mm ø42 mm code 5566.50.420 lot# 15at10w. Liner #l for mobile liner ø42 5885.09.042 lot# 1511227. Bone screw ø6,5 h.45mm 8420.15.060 lo# 1405733. Bone screw ø6,5 h.50mm 8420.15.070 lot# 1617953. Bone screw ø6,5 h.60mm 8420.15.090 lot# 1518362. No anomaly was detected on the products placed on the market, meaning that the products had been correctly sterilized before being placed on the market and that they had no pre-existing defect. No other complaint received on the lot #s involved. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
First stage hip revision surgery due to infection and implant dislocation performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. According to the information provided, femoral head, adaptor and stem from other manufacturers had been implanted during previous surgery. Due to the extensive infection, all implants have been removed and a cement spacer has been implanted while waiting that the infection subsides and surgeon can operate further. It was reported to us that the patient underwent several surgeries due to infection and/or dislocation: this is the 7th revision surgery on this hip. Event happened in (B)(6). Among the lima products involved, only the bone screws are marketed in the USA.